Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient's ipg is no longer communicating after the patient had a 3t MRI and did not put their ipg into MRI mode. The patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.